Manufacturer narrative:
Patient weight: unk. This product is manufactured but not marketed in the u.s. (B)(4). Product not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, diopter -9.00 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016 the lens was exchanged for a larger lens due to the patient experiencing low vault. The problem was resolved. As of the date of MDR reporting the lens has not been returned.

Manufacturer narrative:
The device was returned in a small vial. Visual inspection found no visual damage to the lens. (B)(4).